Manufacturer narrative:
(B)(4).

Event description:
The customer reported complaint regarding power board being defective and does not charge the ventilator's battery. The issue was found during pre-setup testing. The customer stated that there were no alarms as the ventilator would not turn on and the battery indicator was red. There was no harm to any patient or clinician associated with this reported issue.

Manufacturer narrative:
The device was evaluated and the unit would not charge the original battery nor a replacement. The power board was replaced in order to resolve the reported issue. Results of investigation by carefusion: power board (component of the reported device) was received for further investigation, carefusion certified service technician was able to duplicate the reported issue. During initial testing power board did power up the ventilator with external power source, however it didn't charge the internal battery and led was indicating red. No anomalies were found during visual inspection. Power board was scrapped after complete investigation.